Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00798, 3007963827-2022-00073, and 0002648920-2022-00060. Concomitant medical products: femur trabecular metal cruciate retaining (cr) narrow porous, catalog#: 42502206802, lot#: 64639744. Articular surface medial congruent (mc) right 14 mm height, catalog#: 42522100814, lot#: 64645156. Tibia cemented 5 degree stemmed right size e, catalog#: 42532007102, lot#: 64773559. Stem extension tapered cemented 14 mm diameter +30 mm length, catalog#: 42557000114, lot#: 64722097. Report source foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right knee revision approximately fourteen months post-implantation due to instability and the patella not tracking in the trochlear groove. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: lateral patellar dislocation is seen, no evidence of implant wear, fracture, or loosening, tibial and femoral implants are anatomically aligned, bone quality is osteopenic. Device history record was reviewed and no discrepancies were found.. Review of complaint history found no additional related issue for this item and the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.